Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent bolus express and act buttons response due to corroded keypad traces. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 254 mg/dl. The customer stated that she was at work and the pump started vibrating and she received a button error. The customer could not recall any significant events that led up to the incident. Customer was advised to discontinue use of the device and to revert to a backup plan.